Event description:
It was reported the patient ¿had been losing weight¿ and that she ¿felt pain on her skin by the implantable neurostimulator (ins).¿ it was noted the patient had steroids and was inquiring about possible plastic surgery options. It was reported the patient¿s ¿therapy was not working as well at night¿ and that she ¿needed to set her alarm to get up and go to the bathroom every 2 and a half hours.¿ it was noted that ¿during the day the therapy worked.¿ additional information stated the patient¿s device ¿did not help her incontinence problem.¿ it was reported the patient ¿had to set an alarm for every two hours to use the restroom at night.¿ it was noted the patient was working with their physician to correct the issue. Additional information stated the patient had lost ¿a lot of weight¿ and the implantable neurostimulator (ins) site was ¿painful because it was just next to the skin.¿ it was reported the patient¿s physician ¿did a procedure to try to fix the issue,¿ however the exact nature of the surgical procedure was unknown at the time of report. It was noted the patient was ¿still having pain at the ins site.¿ the patient was redirected to her health care provider. Additional information was requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v350474, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).